Manufacturer narrative:
One level 1® hotline® low flow system was returned for analysis. Upon visual inspection the front cover, enclosure, tank cover and pole clamp were all damaged. The tank was filled with water, temperature check, line cord plugged in and the power switch was turned on. Pcb with led's were found broken off and no alarm sounded. Based on the evidence, the complaint was confirmed. The root cause was found due to user interface as no sound occurred when alarm was triggered and the pcb has led's broken off.

Event description:
Information was received indicating that the mother board of a smiths medical level 1® hotline® low flow system was malfunctioning. There were no reported adverse effects.